Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited unstable thresholds and sensitivity was unsatisfactory. The rv lead was explanted and will be replaced in the future date. No patient complications have been reported as a result of this event.